Event description:
It was reported that low r-wave amplitude measurements were noted. The r-waves have been gradually decreasing over time. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.